Event description:
It was reported that during use of a bd emerald¿ syringe the "hub snapped when attached to the t extension set." No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was provided for investigation. Visual inspection of the returned sample presented the tip breakage. As a result, the reported issue was verified. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. The syringe tip could break because of imperceptible damage in the barrel at the moment of use or some strong condition during handling or use of the product. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: minor damaged in the barrel which produced breakage of the tip during handling of the product in the manufacturing process.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. This supplemental MDR also corrects the event description: it was reported that during use of a bd emerald syringe the "hub snapped when attached to the t extension set during a resuscitation situation. Additional information regarding the resuscitation situation was not provided.

Event description:
It was reported that during use of a bd emerald syringe the "hub snapped when attached to the t extension set during a resuscitation situation. Additional information regarding the resuscitation situation was not provided.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd emerald¿ syringe the "hub snapped when attached to the t extension set." No report of serious injury or medical intervention.